Manufacturer narrative:
Device eval by manufacturer?: synergy ii us mr 4.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with the first two distal struts lifted and stretched distally over the distal marker band. The undamaged crimped stent outer diameter was measured and the result was within specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 32 synergy drug-eluting stent was advance but failed to cross the lesion. The stent was pulled out from the patient's body and was noted that the stent struts were flared at the proximal end. The procedure was completed with another of the same device. No patient complications were reported.